Event description:
Approximately one hour following a perceived successful deployment of the duett sealing device, the pt began to experience discomfort in the right thigh. Upon exam of the affected extremity, the pulse was diminished. The pt was returned to the cath lab for an angiographic eval. The angiography showed a filling defect distal to the previous puncture site. The pt was taken to surgery for a fogarty thrombectomy. The post-op recovery was uneventful. Note: the cath lab technician reported to the vascular solutions sales rep that the deployment was performed by an uncertified physician. The physician named had not participated in the duett user training and certification program. The pt was reported to have had a full recovery from the event.